Event description:
Healthcare professional reported, "[patient] is seeking the report of exactly what was wrong with the band." The device was explanted. No additional information has been provided.

Manufacturer narrative:
Catalog #: lap-band adjustable gastric banding system (unk size). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number, model number or implant date. The device has not yet been received by allergan. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number or the implant date.